Event description:
Pt has history of hydrocephalus, and had recently been weaned off phenobarbitol for seizure activity. Pump was implanted for relief of spasticity, and subsequently pt had series of small seizures. These events culminated in pt presenting in ER with seizures, requiring eeg's , lowering baclofen dosage, so dosage was lowered again, resulting in decreased seizure activity, but increased pt's spasticity. Health care provider was unsure whether pt just had extreme sensitivity to baclofen. No further info on this pt is available.